Manufacturer narrative:
The quality investigation is complete. Product status unknown.

Event description:
It was reported that during a surgical procedure, the bur broke. It was also reported there were no delays, no adverse consequences and no medical intervention as a result of this event. It was further reported that all parts of the broken bur were retrieved successfully from the patient. It was further reported that the procedure was completed successfully.

Event description:
It was reported that during a surgical procedure, the bur broke. It was also reported there were no delays, no adverse consequences and no medical intervention as a result of this event. It was further reported that all parts of the broken bur were retrieved successfully from the patient. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting for device return to manufacturer.